Event description:
Pt reported that their one touch ultra meter was giving inaccurate erratic results. During troubleshooting, pt was walked through two control solution tests, which failed. Pt had also performed precision testing with results of 140 mg/dl, 138 mg/dl, 76 mg/dl, and 128 mg/dl, performed with 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.